Event description:
It was reported when the autopulse platform is attempting to perform compressions, the device continually prompts a "retract the lifeband" message. When this message appears, the customer has to rigorously pull on the lifeband for it to retract. Customer also reported that the motor to rotate the driveshaft, sounds slower than it should and the white plate next to the drive shaft appears to be faulty. Customer attempted to use another lifeband, however the issue would not resolve. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/09/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and it was observed that the front and bottom enclosures were damaged. The battery lock clip was also found to have been bent. From the condition of the returned unit, the damages appear to have been due to wear and tear. During functional testing, the platform exhibited a user advisory 12 (lifeband not present) along with a 'pull up lifeband' message, thus confirming the reported complaint. Further inspection determined that the cause of the reported issue was that the lifeband reset switch was in an incorrect position. After re-positioning the reset switch, the platform was functionally tested with a test mannequin for 10 minutes with no other user advisories or warnings being displayed. Consistent with the reported information, the archive showed that multiple ua 12 codes occurred on the reported event date. Based on the investigation, the part(s) identified for replacement were the front enclosure, bottom enclosure, and battery lock clip. In summary, the reported complaint was confirmed during functional testing as well as archive review. Inspection of the device determined the cause to be that the lifeband reset switch was in an incorrect position. Following service, including repositioning of the reset switch and replacement of the damaged parts, the device passed all testing criteria.